Manufacturer narrative:
H10: h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and an instructions for use/device labeling review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. Per e-mail communication unused anchors were retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.¿ no containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.¿

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a knee arthroscopy, the dr. Used 4 "curved fast-fix" that did not stick to the meniscus. All the t1 anchors were successfully removed from the anatomy. As a result, a "reverse fast-fix" was used, but it ended up loosening too, and didn't fix in a good place on the bone. Finally, the bone fixation and the procedure were successfully completed without delay using a "straight fast-fix" as back-up device.